Event description:
It was reported that the customer was connected during the manual prime and delivered 140 units of insulin into her body. At the time of the report, the customer was at the hospital being treated for hypoglycemia. Troubleshooting was performed, and no evidence was found of a prime being performed on the day of the event. It was requested that the customer receive additional training on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.